Event description:
The reporter contacted animas on (B)(6) 2012, alleging that during their saline trial they were attempting to perform the load cartridge step and the pump pushed all of the saline out of the cartridge. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the load step malfunction. During the load step the pump failed to recognize the cartridge giving a "no cartridge detected" alarm. A review of the black box showed one "no cartridge detected" alarm on (B)(4) 2012. Force sensor calibration test confirms the sensor is detecting correct force at 5lbs. Testing was unable to complete all investigation steps. The pump was opened and inspected, and one component of the force sensor circuit was found to be misaligned. No other damage was found to the force sensor circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction/removal reporting number: 2531779-03/24/2010-003-r.